Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the physician advanced the 2.5x20mm maverick2 balloon catheter to the lesion and inflated the balloon and the balloon ruptured. There were no patient complications. Patient status is reported as "ok". Additional information was requested, but not obtained.

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.